Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus, the customer had reported that a drawer had failed and that a hard reboot had not resolved the issue. The back panel had been removed, and the drawer had been manually ejected, and although an attempt had been made to address what was believed to be the issue by breaking the cubie, the problem still had not been resolved, as the broken cubie could not be ejected due to the machine not recognizing the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)7 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on the bus. A field service engineer (fse) replaced the pyxie bus controller card on the full height drawer 4 to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the device.